Event description:
Event description cpi received information that this patient was experiencing inappropriate shocks, and intermittent oversensing. An insulation break was the cause. The lead was explanted and a new cpi system was implanted.